Event description:
It was reported that air leakage from the product was detected at a pre-use check. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the units. The sample had a tear. Sample was tested and the circuit did not pass the leak test. The reported issue was confirmed. A corrective and preventative action has been opened in order to determine the root cause and implement proper corrective actions. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.